Manufacturer narrative:
The repair inspection confirmed the customer¿s reported issue, identified a the connector pin on the body of the telescope is loose which likely attributes to the reported ¿assembly of the resectoscope is hard¿. The cause of the damaged connector pin is unknown. However, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed the customer rigid autoclavable telescope was returned to the olympus repair center for a reported ¿assembly of resectoscope is hard¿. The customer reported problem was found at an unspecified event. Upon inspecting and testing, the repair inspection identified a broken component defect, the connector pin on the body of the telescope is loose. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture broken component defect.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported problem occurred due to user error, improper handling and application of excessive force. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.